Event description:
Surgeon reported problems while inserting a trial lead. The surgeon took out the lead. He noticed that the stylet appeared to have protruded though the lead between the contacts. It was the surgeon's assertion that the stylet may have penetrated the dura. The surgeon performed a patch to heal the penetration.